Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station was not powering on due to an enhanced half height drawer 4.2 shorted out. A field service engineer replaced the new controller board to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system had no power, displayed a black screen, and the remote support service was offline during an active procedure. The customer stated that there was six hours delay in accessing medication and confirmed that there was no harm to patients. The required medications were antibiotics, cefepime, morphine, & tylenol intravenous infusion. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis medstation es system had no power, displayed a black screen, and the remote support service was offline during an active procedure. The customer stated that there was six hours delay in accessing medication and confirmed that there was no harm to patients. The required medications were antibiotics, cefepime, morphine, and tylenol intravenous infusion. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 31-oct-2022 to 30- oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not powering on due to an enhanced half height drawer 4.2 shorted out. A field service engineer replaced the new controller board to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.